Manufacturer narrative:
It was reported that the tip of the cautery device sparked at the tip during an open inguinal hernia repair. According to the facility the device was in use a few times prior to experiencing the sparks and the chloraprep had already dried. The tip was noted to be seated firmly in the device. The device was not submerged in any bodily fluids and was being used to cauterize a fat layer at a 45 degree angle at the time of the event. The tip was removed from the hand piece and the sterile field was replaced with another tip (same hand piece was used). There was no serious injury related to this report. The settings of the device at the time of the incident were noted to be cut: low 30 coag low 30, monopolar and set at intermittent. No impact or adverse effect to the patient, to the procedure, or to a staff member was reported to the procedure pack manufacturer. The actual sample involved in the incident was returned to the manufacturer for evaluation. The physical evaluation of the device found damage that appeared to be blackened and charred on the bovie tip. A root cause could not be determined at this time. Due to the reported incident and in an abundance of caution, this medwatch is being filed. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
It was reported that the tip of the cautery device sparked at the tip during a procedure.